Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this right atrial lead, increased thresholds were noted. Additionally, phrenic stimulation was noted on the right ventricular lead. A chest x-ray confirmed that both leads had dislodged shortly after implant. A week later, a revision procedure was performed, and the leads were repositioned successfully. No additional adverse patient effects were reported.